Event description:
It was reported that the patient was having difficulty charging the ipg and was no longer holding a charge. The patient was also having difficulty communicating the ipg to the remote control. The patient underwent an ipg replacement procedure wherein a non rechargeable was implanted. The patient was doing well postoperatively and the explanted ipg was not returned due to facility policy.